Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 6 years and 9 months. The pump remains in use supporting the patient. No further related issues have been reported. A direct correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists driveline infection and pocket infection as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, while the patient was at home doing work in the yard, the patient felt a popping sensation in the chest. The patient was admitted to the hospital and it was discovered that the patient had developed a pus pocket in the pump pocket and the driveline. Antibiotics were started and the patient was taken for wound debridement. Cultures were taken and staphylococcus lugdunensis and incurable (B)(6) were found. The infection was unresponsive to any oral antibiotics, therefore the patient was started on IV vancomycin. On (B)(6) 2015, the patient was discharged. On (B)(6) 2016, the patient was readmitted to the hospital for drainage of the infection and a wound vacuum placement. On (B)(6) 2016, the patient was discharged, and had follow-up clinic visits every 2 weeks for would vacuum changes. On (B)(6) 2016, the patient was readmitted for worsening infection and redness on the abdomen. The patient will continue with IV vancomycin. The patient is not a candidate for a pump exchange due to the nature of the infection.